Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's time on the pump was set at am instead of pm. The customer did not know if the incorrect time impacted the blood glucose level. Tandem technical support assisted the customer with correcting the time on the pump.